Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the 355sd would not arm a second time. The trocar came from an fd007 lap chole kit. There was no consequence to the pt.